Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced infusion set tubing was leaking at directly at site event on (B)(6) 2024.the infusion set has been used for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.